Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One (1) sample was received without its original packaging inside a ziploc bag, in used conditions and with its certificate of decontamination. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. Sample was filled with 5cc of air in order to see if there was any functional problem. When we inflated the unit with air, the pilot balloon inflated but all air was stuck in it. According to the instruction for use, the pilot balloon was manipulated and the cuff inflated but only one side, we manipulated the cuff and the whole cuff inflated. After the whole cuff inflated, we deflated and inflated 4 times, all the time the cuff inflated completely. Based on the analysis conducted with the sample provided, the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during testing, the balloon of the trach tube did not inflate. No patient injury was reported.